Event description:
It was reported that caller experienced issue where t:slim x2 pump battery would not charge and pump displayed power source alert. There was no adverse impact to the customer¿s blood glucose level. Issue resolved prior to completion of call when pump began charging using tandem wall adapter and charging cable, battery did not cause pump shutdown or prevent it from turning back on, and no further assistance was required from technical support.